Event description:
Customer reportedly received results of 68 mg/dl and 155 mg/dl within 10 minutes on the active system. Several days later the customer reports taking unspecified insulin based on an unknown result obtained on the active system. Customer was found unconscious and taken to the hospital; the timeframe between insulin administration and event is not known. She was taken to the hospital and tested 155 mg/dl on the active system and 38 mg/dl on a professional meter. The timeframe between these results is not known. The customer was released from the hospital 2 hours later; it is not known if she received professional medical treatment. Customer's condition has improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer reported using 2 different lots of test strips. Reference medwatch report with patient identifier (B)(6) for the additional suspect device.